Event description:
It was reported that a 980 ventilator did not pass the power on self-test (post). The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found the diaphragm on the exhalation flow sensor (evq) was upside down and the thermistor was bent. The se replaced the evq. The se performed calibrations and extended self-testing on the device and all tests passed.